Manufacturer narrative:
As reported, the window of the 5f exoseal vascular closure device (vcd) did not change, so it could not be used. There was no reported patient injury. The device was used according to the IFU. The device was used for hemostasis in a percutaneous transluminal angioplasty procedure. The procedure used a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A terumo catheter sheath introducer was used. Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, including an insertion angle of 30-45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, with moderate calcium/plaque and moderate vessel tortuosity. There was no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no prior closure device or manual compression use within 30 days of this procedure. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window showed no red color during retraction. One non-sterile vascular closure device - 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi, the deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the blood residues clogged device. Attempts to clean the device using hydrogen peroxide in an ultrasonic bath were performed, with no success. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need of microscopical analysis since the internal mechanism was reviewed in section 3. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not confirmed since the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. Procedural and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Vessel characteristics, such as the moderate calcium and tortuosity reported, may have been a contributing factor. Special patient populations listed on the label, where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. Based on the information provided and the product analysis, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the window of the 5f exoseal vascular closure device (vcd) did not change, so it could not be used. There was no reported patient injury. The device was used according to the IFU. The device was used for hemostasis in a percutaneous transluminal angioplasty procedure. The procedure used a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A terumo catheter sheath introducer was used. Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, including an insertion angle of 30-45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, with moderate calcium/plaque and moderate vessel tortuosity. There was no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no prior closure device or manual compression use within 30 days of this procedure. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window showed no red color during retraction. The device is being returned for evaluation.